Event description:
It was reported that customer in slovakia experienced malfunction alarm with code 16-0x20e6 on insulin pump, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, continued insulin therapy using replacement pump, and arrangements were made by technical support to confirm shipping details and provide pump through courier.